Manufacturer narrative:
Device is a combination product. (B)(4). The stent delivery system (sds) was returned for analysis. There was no stent on the sds. The crimped stent od (outer diameter) at the time of manufacturing was within the maximum crimped stent profile measurement. The tip was visually and microscopically examined and no signs of damage were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Stent crimp markings were visible on the balloon body indicating that the stent was crimped on the balloon prior to stent detachment. A visual and tactile examination found multiple hypotube kinks along several locations of the hypotube shaft. This type of damage most likely occurred due to excessive forces that could have been applied on the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found multiple kinks along several locations of the extrusion shaft. This type of damage most likely occurred due to excessive forces that could have been applied on the delivery system. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The complaint device was not received for analysis. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment and damage occurred. When the 3.00 x 12mm promus premier select was removed from the box it was noted that the stent was deformed and moved easily on the balloon. When the device was returned to the packaging, the stent fell on the floor and was lost. The procedure was completed with another of the same device. No patient complications were reported.